Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm during fill tubing. Customer confirmed that they changed the entire set but issue reoccurred. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer confirmed that the previous cannula was bent then they confirmed it was intact. The device will not be returned for analysis.